Event description:
It was reported that body temperature was not displayed. There was an error message. Per additional information received via follow-up on (B)(6) 2023, the details of error message were not clear as it was a low-flow indication. Device was not being used on people because it was being checked. Device was under investigation. Device was not used on the people.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed control panel. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that body temperature was not displayed. There was an error message. Per additional information received via follow-up on 20jan2023, the details of error message were not clear as it was a low-flow indication. Device was not being used on people because it was being checked. Device was under investigation. Device was not used on the people.